Event description:
During initial testing of a plum set at the manufacturing facility, reported under manufacturer report number 9615050-2005-00153, a separation was noted on an attached extension set, not the reported plum set. The initial report indicated a separation with subsequent blood loss. At 1500, the tubing set was primed with tpn, loaded into the pump, connected to the patient's peripheral IV access, and the delivery was started. No specific programming parameters were provided. At 1910, the nurse noted that the "bedding was wet and there was blood on the linen." At that time, it was noted that the tubing had separated "below the y-site closest to the patient" and "blood had backed up into the tubing." The nurse could not quantify the amount of blood loss. The patient's IV access site was changed, the tubing set was replaced, and the infusion was resumed. There were no reports of any adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
One used device was evaluated. Testing found that the option-lok male adapter separated from the tubing. This was due to the absence of any solvent sealer in the tubing at male adapter connection.